Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one sample. The following data was provided: sid (B)(6) initial result = 94.1 pg/ml. A new sample was collected = 1.6 pg/ml, repeat = 1.6 pg/ml. The first sample (sid 1063004904) was repeated = 1.6 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the rv queue linear actuator, the assy, rv pickup (rohs), and the alinity pipettor probes. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any similar issues. A review of tracking and trending of the rv queue linear actuator, the assy, rv pickup (rohs), and the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), the rv queue linear actuator, the assy, rv pickup (rohs), or the alinity pipettor probes was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one sample. The following data was provided: sid (B)(6). Initial result = 94.1 pg/ml. A new sample was collected = 1.6 pg/ml, repeat = 1.6 pg/ml. The first sample (sid (B)(6) ) was repeated = 1.6 pg/ml. No impact to patient management was reported.